Manufacturer narrative:
(B)(6) (B)(4). This part is not approved for use in the united states; however a like device catalog # 2990836, 510k # (B)(4) was cleared in the united states. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that, intra-op, a small proximal portion of the cage broke and remained on the implant inserter. The remaining part of the cage remains implanted in the patient.

Manufacturer narrative:
Product analysis :visual and microscopic examination identified a ~3mm portion of the top face of the implant, which interfaces directly with the inserter. Optical and microscopic examination of the returned portion of the implant identified a brittle fracture with rays emanating from the root of the thread tooth. Additionally, the corner of the inserter interface is fractured with an angulated crack, consistent with a torsional component. The above observations are consistent with significant force during attempted implantation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.